Event description:
It was reported that, tungsten plaque found during a laparoscopy in the patients abdomen. Removed and set aside. No death or unanticipated serious deterioration in state of health reported.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Additional information: the tungsten fragment found in the patient's abdomen during surgery indicates the detachment of a brazed carbide plate from a surgical instrument, presumably a needle holder. The cause cannot be conclusively determined without product analysis, but a combination of material fatigue, thermal stress from repeated sterilization, and possible mechanical overload during use is likely. The event is filed under internal karl storz complaint ID: (B)(4).